Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records that were provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a closed reduction approximately 3 month¿s post implantation due to dislocation. Patient was experiencing pain, ambulation difficulties, leg length unequal, and swelling. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: 110010245-g7 osseoti 4 hole shell 54mm f-65007999; 00877503601-bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14-3073358; 0100121040-alloclassicâ®, sl stem, offset, uncemented, 4, taper 12/14-3059915; 00625006530-bone screw self-tapping 6.5 mm dia. 30 mm length-65094424. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.